Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm, 33cm peek monopolar handle 33cm, minor dings were noticed throughout the shaft of the device. In addition, the insulation had scratches at the distal and proximal ends of the shaft and there was also evidence of fading on the black insulation of the shaft. The 5mm, 33cm peek monopolar handle 33cm passed the insulation integrity test. The probable root cause/s could be normal wear, user mishandling or improper sterilization, due to the insulation showing signs of fading and dings/dents noticed throughout the shaft of the device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.